Manufacturer narrative:
(B)(4). Explanted intraocular lens.all pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
Abbott medical optic (amo) (B)(6) received the following limited information from the (B)(6) regulatory agency. It was stated that when the surgeon prepared the intraocular lens (iol), he did not confirm the medical record and inserted the wrong power iol. The patient information, facility name, surgeon name, surgeon telephone number, product serial number, product location, patient status, implant and explant dates were not provided by the (B)(6) regulatory agency and remains confidential at the (B)(6) regulatory agency.